Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recp0634 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted to (B)(6) on (B)(6) 2020 due to aecopd. It was planned to place a pqc catheter in this patient using seldinger technology under ultrasound on (B)(6) because of his poor vessel condition and difficulty in puncture. Multiple sand holes were found with the catheter during catheter pre-flushing. Replaced with another kit of catheter, which was successfully placed in this patient.